Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported through the submission of an implant sheet that patient's right hip was revised.

Event description:
It was reported through the submission of an implant sheet that patient's right hip was revised. Update 01-23-2018: patient was revised due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a trident insert was reported. The event was not confirmed. Conclusions: it was reported that patient was revised due to dislocation. The event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.